Manufacturer narrative:
The field service rep determined cuvette rinse overflowing the cells was the cause of the discrepancies. He adjusted cuvette rinse and he performed ise checks, calibration and quality control to verify analyzer operation.

Event description:
Customer states for two days ((B) (6) 2009 and (B) (6) 2009) a few errant sodium patient results were generated and some have been reported out. Customer could not determine the number of discrepant sodium results that were generated or reported. Several physicians questioned the sodium results on specific samples. Those samples were repeated on another cobas 6000 instrument and the pt's reports were corrected with the repeated sodium result. Customer could only provide very limited info on this incident and provided one patient example: initial sodium result 142, repeat gave 129 mmo per l. It is unknown if the initial sodium result for this pt was reported.